Manufacturer narrative:
The complaint record was voided due to duplicate of existing complaint record. This MFR MDR report# 9617594-2025-01977 is a duplicate of MFR MDR report# 9617594-2025-01910. Please consider this report, 9617594-2025-01977, void.

Manufacturer narrative:
The device is not available for evaluation. The investigation is pending. The device history report will be reviewed.

Event description:
The event occurred on an unspecified day in august 2025 in the hospital involving a 60" (152cm) 0.41 ml, smallbore ext set w/chemoclave®, spiros® w/red cap, clamp where it was reported that the tubing was leaking chemo somewhere near the spiros. There was patient involvement but no report of harm.